Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the coil was inspected and found to be severely stretched at the proximal end. Dried blood was present on the fiber bundles and on the coil. The interlocking arm had been pulled off however there was evidence of a weld on the coil. The interlocking arm was not returned. Microscopic inspection revealed that the zap tip shape and surface was smooth. As the coil was damaged not all dimensions could be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the combination of an incompatible catheter and insufficient flush resulted in the coil becoming stuck in the catheter. The dfu states: " the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." This dfu also states: "the use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device.the preparations for use section of the 035 interlock dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an embolization treatment procedure, the interlock coil was stuck in the catheter. The lesion was located in the hypogastric artery. The .035 interlock 2d 12mm x 40cm coil was advanced into a non-bsc catheter and froze up. The device was unable to move forward or backward. Continuous flush was not used. The devices were removed and the procedure was completed with another coil and another catheter. No patient complications were reported and the patient's status is fine. However, returned analysis revealed the main coil interlocking arm had been pulled off the coil.